Event description:
It was reported that a patient presented with high impedance and high capture thresholds resulting from suspected lead fracture. Further imaging was planned and the lead will be monitored. No adverse patient consequences were reported.